Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 1, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 1st mar 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on initial escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the dms data revealed optical instability in the signal, reference channels. This observed instability likely contributed to the observed sensor inaccuracies.as part of resolution, RMA was authorized to offer the user a sensor replacement. B4. Date of this report 29 may 2025. G3. Date received by the manufacturer? 29 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.